Event description:
Complainant alleged that during inservice training by a sales rep. The device displayed only a dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.